Manufacturer narrative:
Due to character limitation in e1 for following: full initial reporter: (B)(6). Full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the maintenance visit, the cardiosave intra-aortic balloon pump (iabp) unit had an interruption of the earth was detected in the power cable. There was no patient involvement reported.

Manufacturer narrative:
Corrected field: e1 (initial reporter), h6 (problem code, component, conclusion)updated fields: b4, g1 (contact person - mfg site), g3, g6, h2, h6 (investigation conclusions, component codes), h11.

Event description:
N/a.

Manufacturer narrative:
Updated field:d9, e1(initial reporter, event site mail), g3,g6, h2, h3,h6( type of investigation, findings, component, conclusion codes), h11. Due to character limit in e1 initial reporter name is (B)(6). Corrected field: d5,d8, d10, e2,e3,g2, h6(problem code, impact code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they removed the side cover, replaced the power cable along with its spring-loaded reel. Device passed the performance and safety checks according to factory specifications.